Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a brain tumor. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the bipap device's sound abatement foam. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a brain tumor, low red blood cell count and dyspnea. The patient did report to receive medical intervention and has been using a hospital bed. H6 was updated with the appropriate health effect - clinical code(s).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused brain tumor, low red blood cell count and dyspnea. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d5 corrected and section h6 updated in this report.